Manufacturer narrative:
D2a. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. D2b. Common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, the needle of one device did not fully retract after the push button was engaged resulting in one dirty needlestick injury to the left palm. The phlebotomist went to the emergency room for hiv/hepatitis testing. No additional medical intervention or test results were provided.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The customer-provided photo displays an unused sample of an IV needle without the IV protector. Additionally, 30 retained samples were subjected to functional tests, and all samples passed, as they were able to be activated properly with no evidence of defects observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode retraction issue. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, the needle of one device did not fully retract after the push button was engaged resulting in one dirty needlestick injury to the left palm. The phlebotomist went to the emergency room for hiv/hepatitis testing. No additional medical intervention or test results were provided.